Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report#: 3006705815-2017-01391, reference MFR. Report#: 3006705815-2017-01392, reference MFR. Report#: 1627487-2017-06856. Follow-up revealed the patient underwent surgical intervention. During the procedure, both of the patient's anchors were found to be unlocked. The right lead and associated anchor were explanted and replaced. The anchor associated with the left lead was locked by the doctor and an additional suture was applied. Surgical intervention resolved the patient's issue. Note: both leads and anchors are being reported as explanted because it is unknown which devices were replaced.